Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had a loose head and misaligned jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument had loose and misaligned tips, with bent jaws. The instrument wires were intact. There was no allegation of uncontrolled motion. The instrument had no material missing or detached, and no fragments fell into the patient. The instrument was removed through the cannula without any issue. The procedure was completed with a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip tip. The instrument had one bent grip, causing them to be misaligned. The offset at the tips was 1.82mm. The instrument grips were not found to be cracked.